Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission: 01/19/2016. Product analysis: the device was returned and evaluated by product analysis on 01/05/2016 with the following findings: the complaint could not be investigated due to an unrelated issue. The bolus button cover was found to have been torn. Evaluation revealed all keypad buttons were unresponsive. There was evidence of keypad contamination found under all key contacts. The keypad was found to be intact; no peeling or lifting was observed. Investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the audio bolus button was unresponsive. It was noted that there was a hole in the audio bolus button cover. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.